Event description:
It was reported patient experienced pain at the ipg site due to ipg migration and as such surgical intervention was undertaken on (B)(6) 2024, where the pocket site was revised and stimulation restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.